Event description:
In a literature article it was reported that during carotid artery stenting (cas) using the carotid artery filtering technique (craft) technique, the patient had a intra-operative or early peri-operative distal embolic stroke in the middle cerebral artery (mca) territory. All five patients who developed distal embolic stroke had clinical symptoms, and occlusions were confirmed on computed tomography angiography or digital subtraction angiogram. Patients who had distal occlusions underwent successful clot retrieval during the same procedure. No further information is available related to this event.

Manufacturer narrative:
This is 1 of 2 reports. The device is not available to the manufacturer.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject balloon catheter was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This complaint was reported from a retrospective study performed in a total of 94 patients underwent carotid artery stenting (cas) using the craft technique between june 2016 and march 2021, therefore there is no additional information available. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. The risk of patient stroke is also documented as an anticipated outcome of these type of procedures in the subject balloon catheter dfu. An assignable cause of anticipated procedural complication will be assigned to the as reported 'patient stroke', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
In a literature article it was reported that during carotid artery stenting (cas) using the carotid artery filtering technique (craft) technique, the patient had a intra-operative or early peri-operative distal embolic stroke in the middle cerebral artery (mca) territory. All five patients who developed distal embolic stroke had clinical symptoms, and occlusions were confirmed on computed tomography angiography or digital subtraction angiogram. Patients who had distal occlusions underwent successful clot retrieval during the same procedure. No further information is available related to this event.